Event description:
It was reported that the patient presented to the clinic, and upon interrogation of the device, no capture was noted on the right ventricular (rv) lead at the programmed output. The pacing threshold had also increased significantly since the last check in september. The output was increased. The patient was asymptomatic. A chest x-ray revealed that the rv lead had dislodged. The physician successfully repositioned the existing lead in the rv on (B)(6) 2025. The patient tolerated the procedure well and was discharged home in stable condition.